Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - non-malignant pain. A power-on-reset (por) was reported. It was reported it was an informational por. Troubleshooting could not occur due to lack of access to product. Caller was not with patient during time of call. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the power on reset (por) was not determined. The rep reported that on (B)(6) 2018 the patient was able to resume normal use and clear the por with his programmer. The issue was resolved. No further complications were reported.